Manufacturer narrative:
D9: device received on 1/23/2025. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device microswitch, which was determined to be bent. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the age and condition of the device, the device will be decommissioned.

Manufacturer narrative:
B5: additional information a, and b3 codes: updated.

Event description:
Additional information was received clarifying there was no patient involvement.

Event description:
It was reported that the device has been alarming ¿low water level¿ when adequate water is available. The event occurred prior to patient use or any preliminary setup was done. The unit was never dropped, and there was no delay in therapy. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.